Event description:
It was reported that one day post implant, high hv lead impedance measurements were observed on rv to svc and can vector. The lead and the device were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high hv lead impedance was confirmed in the laboratory. During bench testing, high hv lead impedance measurements were observed. The high hv lead impedance measurements were caused by an open circuit within a component on the hybrid.